Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead triggered an alert due to high impedance, increased counts to the sensing integrity counter (sic). Furthermore the lead exhibited intermittent capture. Oversensing and noise caused the patient to experience ten inappropriate shocks. The lead was programmed off and replaced. No further patient complications have been reported as a result of this event.